Manufacturer narrative:
The investigation of optical signal issue has been completed. Based on the data and device analysis the root cause for the placement signal not reliable (snr) alarms was due to the defective optical bench with low snr.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a placement signal unreliable alarm appeared during impella support. Both the waveforms and positioning appeared to be correct at the time of the failure. The pump was replaced, but the issue persisted. The automated impella controller was also then replaced, and the issue resolved.